Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 4 rounds of inappropriate anti-tachycardia pacing (atp), 5 inappropriate shocks and a pacemaker mediated tachycardia (pmt) event due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 4 rounds of inappropriate anti-tachycardia pacing (atp), 5 inappropriate shocks and a pacemaker mediated tachycardia (pmt) event due to an episode of atrial arrhythmia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported. Additional information was provided, this patient received 17 rounds of anti-tachycardia pacing (atp) and 1 inappropriate shock, due to an atrial arrythmia, device reprograming was suggested. This device remains in service.